Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 a call was received from a patient¿s (pt) legal representative who reported while wearing the acuvue oasys for astigmatism brand contact lenses in both eyes, the ¿corneas were cut and now the pt is legally blind¿. On (B)(6) 2018 the pt inserted a new lens into each eye and reported symptoms of irritation and itching. The pt removed the suspect lenses and went to an eye care provider (ecp) who referred the pt to a cornea specialist. No additional medical or product information was provided. This report is for the pts od event. The event for the pts os will be submitted in a separate report. It is unknown if the suspect od lens is available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qdt3 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.